Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records were limited to the patient's implant operative report and implant tracking log only. Without a lot number a review of the manufacturing records could not be conducted. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: on (B)(6) 2002 - the patient underwent an abdominal sacral colpopexy, moschowitz culdoplasty, lysis of adhesions, perineoplasty and cystoscopy. During this procedure a bard/davol "marlex" flat mesh was implanted. Significant intra-abdominal and pelvic adhesions were noted in which the omentum and transverse colon were adhered to the anterior abdominal wall. Adhesions of the rectosigmoid and cecum were also noted. Operative details notes the "marlex" mesh to have been cut and two layers were used and the mesh was also cut to a length of 8cm x 3cm. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.

Manufacturer narrative:
Addendum based on additional information provided by patients attorney which included patient fact sheet and general patient outcome allegations: at this time no conclusions can be made. It is unknown to what extent the bard/davol bard flat mesh device may have caused or contributed to the events. The information provided alleges as a result of the defective nature of the mesh, the patient experienced pain, infection, urinary and bowel problems, recurrence and bleeding. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Regarding infection; the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed." Without a lot number a review of the manufacturing records could not be conducted.. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Updated fields: patient identifier, description of event or problem, initial reporter occupation, MFR site, report source, type of report, follow up type, evaluation codes, and additional narrative.

Event description:
As reported on (B)(6)2016: the following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: (B)(6)2002 - the patient underwent an abdominal sacral colpopexy, moschowitz culdoplasty, lysis of adhesions, perineoplasty and cystoscopy. During this procedure a bard/davol "marlex" flat mesh was implanted. Significant intra-abdominal and pelvic adhesions were noted in which the omentum and transverse colon were adhered to the anterior abdominal wall. Adhesions of the rectosigmoid and cecum were also noted. Operative details notes the "marlex" mesh to have been cut and two layers were used and the mesh was also cut to a length of 8cm x 3cm. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device. Addendum per plaintiff fact sheet: attorney alleges pain, infection, urinary and bowel problems, recurrence and bleeding.